Manufacturer narrative:
(B) (4). Eval summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to advance is not generally associated with a product quality deficiency and is likely related to the operational context of the procedure. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The manufacturing records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. It is possible that during the attempts to advance the sds, an interaction between the stent implant and the anatomy contributed to loosening the stent on the balloon such that, with movement of the sds, the stent implant ultimately dislodged; however, a conclusive cause cannot be determined. There was no report of any damage to the sds or stent implant prior to use that could have contributed to the difficulties experienced. The non-resorbable materials unretrieved in the body is a result of deploying the stent at an unintended site. In this case, the failure to advance and the non-resorbable materials unretrieved in the body appear to be related to circumstances of the procedure, although a definitive cause of the stent dislodgement cannot be determined.

Event description:
Device malfunction: failure to advance to the lesion and stent dislodgement. Time of device malfunction: during stenting procedure. Symptoms/ae: stent apposed in unintended vessel. It was reported that after pre-dilatation was performed with a non-abbott balloon catheter in the rca, several attempts were made to advance the xience v coronary stent system to the target lesion; however, during the attempt to advance the xience v device the stent dislodged. The stent was partially in the target lesion. The dislodged xience v stent was apposed to the vessel wall using a balloon catheter. There were no reported adverse pt sequelae. Though requested, no additional info was available.